Event description:
It was reported " the balloon could not be fully inflated". Additional information states that the iab catheter was removed and replaced.no patient injury or cosnequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the teflon sheath was noted on the iabc. The one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The customer photos were reviewed. The photos show the original packaging label and the distal section of the iabc bladder membrane; the section of the iabc bladder was noted fully unwrapped. The customer video was reviewed. The video shows the fluoroscopic view of the patient/iabc catheter, where the iabc bladder was noted not fully inflating. The bladder thickness was measured at six points with measurements ranging from 0.0053in-0.0060in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was connected to an iabp using a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was n ormal. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon could not be fully inflated" is confirmed based on the submitted video; however, during the investigation, the iabc fully inflated, and no leaks were detected. The returned iab catheter passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time.

Event description:
It was reported "the balloon could not be fully inflated". Additional information states that the iab catheter was removed and replaced.no patient injury or cosnequence reported. The patient's current condition is reported as "fine".